Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient had a knee revision with retention of femoral sleeve and stem with srom hinge placement. At that time, an mbt revision tray was placed into a 29 sleeve with cemented stem. On (B)(6) 2020, the patient had complete explant of femur and tibial components. Physician states, the patient has "never done well." Information regarding the other implants not listed are not known to the rep. Doi: (B)(6) 2019, dor: (B)(6) 2020, right knee.